Manufacturer narrative:
The zealand pharma ae assessor spoke with v-go40 user. Patient has used vgo since 2018. Patient is a type 2 diabetic with multiple medical problems. Patient has stage 2 kidney failure, nash, lymphedema, chronic back pain. Patient takes many medications including jardiance, xifaxan, lyrica, vit d, metolazone, bumex, zetia, morphine, potassium, tricor and b12. Prior to v-go patient was on humalog 70/30. Patient gives 6 clicks per meal. Patient checks her bg levels by finger stick 4 times a day. Patient does not exercise, but is able to do her own adls. Patient states she is not on a specific diet but patient watches her portions and tries not to add salt to her food. Patient stated that on the day patient had the bg of 500 patient had seizures and was unconscious. An ambulance was called and patient was hospitalized. Pateint does not recall much. Patient has multiple medical conditions including chronic pain which can cause elevated glucose. It is not known if the device caused her serious high glucose level but device contribution cannot be excluded. Patient to see her hcp for continued medical management.

Event description:
Patient's husband reported the patient has been hospitalized a few times while using v-go. The most recent hospital visit was about 3 weeks ago due to patient's high ammonia levels, liver issues & hyperglycemia. The patient's glucose levels were in the 500s. The husband reported that when her ammonia levels are high, it takes a few days for her blood sugar levels to normalize, which is under 200. The patient was taken to (B)(6) medical center located at (B)(6) which she was taken to 2 other times for the same issue. The reporter stated that when she arrives to the hospital, they remove the v-go and continue to administer insulin with a needle. The patient has also been hospitalized one time prior for the same issue but exact date unknown. The patient's husband said that the patient has been experiencing liver problems and high ammonia levels for the past 6 months to year.